Manufacturer narrative:
(B)(4). Batch # m55a0n. Additional information was requested and the following was obtained: what type of procedure was the device used in? Left upper lobe wedge resection of pulmonary nodule did the device deliver any staples? If yes, were the staples formed properly? No. If yes, was the staple line complete? Na did the device cut?. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? Unknown. What color cartridge was being used? Unknown. Were any unexpected noises heard? If so, when? Just sounded like low battery. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was any buttressing material being used? No. How was the procedure completed? New device. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No the analysis found that one pce60a device was returned with the anvil bent upwards. Furthermore the anvil knife slot was noted to be damaged. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. A gst60g cartridge reload was received loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete firing cycle. Additionally damage on cartridge deck was noted. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the anvil, however a dry fire was executed to test the functionality of the device and achieved its complete firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon attempted to fire across lung tissue and the stapler failed; it would not release. The stapler sounded like the battery was low. They switched the battery out for another battery but the device would not release. The manual release was used several times but it failed to release the stapler. The surgeon pried the manual release lever firmly and was able to release the stapler. It is unknown what color cartridge was being used. It is unknown if buttressing was being used in the case. Case completed with another device. There were no patient consequences reported.